Manufacturer narrative:
A field service engineer was dispatched to customer site. The injection valve was replaced to resolve the injection system interrupt isse. Unit meets specifications and was returned to service.

Event description:
An international customer reported the injection system of their sterrad 100s would fail but the cycle would not cancel. The customer reports the injection needle would bend and eventually break off. As a result, the affected loads may not have been completely sterilized. It is unknown if any associated loads were released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Asp has decided to report this event due to an overabundance of caution.